Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device was only vibrating and not making any noise. The device alarmed a pump error during self-test. The customer's blood glucose was 168 mg/dl. The product will not return for the analysis.